Manufacturer narrative:
The device was returned without packaging. The sternalock blades were visually evaluated and found to have scratches and normal signs of wear from use; discoloration was observed in several locations. A functional evaluation of the blades was performed by loading a screw onto each blade and hanging the blade upside down while only holding the screw. It was possible to hold the screws upside down and still retain the blade. The complaint was unconfirmed as the blades were able to retain a screw. The most likely cause of the complaint could not be determined as the blades were found to be fully functional. The device history records were reviewed and no non-conformance was identified. There are no indications of manufacturing defects.

Manufacturer narrative:
The screw part number is unknown at this time. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the blades are not retaining the unknown screws as well as it should. The sales representative stated these are newer blades that were changed less than one month prior to (B)(6) 2017. There was delay to the procedure and no patient injury.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.